Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple altitude alarms while driving. Customer reported an elevated blood glucose (bg) level of 250 (mg/dl) and returned to target range; however, it was not specified how the bg was addressed. Customer indicated that health care provider would be contacted to obtain back up insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed; however, no failure was identified. In addition, a different issue was found. Altitude alarm: (B)(4).